Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was vibrating when running and the coupling guide was loose. Therefore, the reported condition was confirmed. It was determined that the loose coupling guide was due to loctite degradation from use. It was determined that the device had corroded internal components from improper cleaning /care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the quick coupling device was vibrating. There was an eight minute delay in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was inadvertently missed in the initial report. It has been updated as sep 30, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.